Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from the (B)(6) reported that she obtained blood glucose readings of 17.5 mmol/l at 7:13 a.m. And 4.2 mmol/l at 7:14 a.m. With the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0gpeg09a using a blood sample, which gave a satisfactory performance.